Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the therapy cable on their device broke and can no longer be connected. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
It was determined that the cause of the reported issue was a damaged therapy cable. After replacing the therapy cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the therapy cable on their device broke and can no longer be connected. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.